Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try different wall outlets and adapters, but the issue persisted. As a resolution, technical support decided to replace the pump, and the customer planned to use manual injections to maintain insulin delivery.